Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of specification. The device was re-calibrated.